Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report varying high blood glucose levels. The customer's blood glucose levels went up to 500 mg/dl and so she bolused and it dropped to 223 mg/dl. The customer stated all weekend her levels never went below 170 mg/dl. The customer stated she would contact her health care provider. The call was disconnected and no further details were obtained.